Manufacturer narrative:
Age at the time of event: (B)(6) years or older. Device evaluated by MFR: a 16 x 2.25 promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid section of the stent were lifted from their crimped positions. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.0140 inch guidewire, verified, was loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that a kink and difficulty tracking the device over the wire occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, it was noticed that a 16 x 2.25 promus premier select stent tip of the balloon was kinked. It was noted that it was not possible to pass it over the wire. The procedure was completed with another of the same device and everything went well. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage.